Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not connected to the bus. A field service engineer replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a station was not powered on. The customer reported that the malfunction occurred when the user tried to issue medication to the patient and there was a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.